Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2012. According to the complainant, during the procedure, in order to perform lithotripsy, an alliance ii system was attached to the trapezoid rx lithotripter compatible basket. When the physician operated the alliance handle lever, the basket's handle cannula broke. The procedure was completed with a different device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, in order to perform lithotripsy, an alliance ii system was attached to the trapezoid rx lithotripter compatible basket. When the physician operated the alliance handle lever, the basket's handle cannula broke. The procedure was completed with a different device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the basket disassembled by the user. The wire assembly was pulled out of the coil assembly and found to be twisted and bent. The coil assembly was noted to be kinked. The handle cannula was bent upward and broken. The fractured ends of the cannula were deformed prior to the failure. The tip of the basket was detached and not returned. Additionally, the full length of the guidewire lumen (sidecar rx) was torn and presented with pushback (likely due to operational context). The condition of the returned unit was consistent with the complaint incident that the handle cannula broke. The evaluation revealed that the handle cannula received compressive force during use which caused the cannula to bend upward and ultimately fail. Although it cannot be determined exactly how the handle cannula failed, the damage found toe the device was most likely caused during user, therefore, the most probable root cause is operational context a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.